Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that (B)(4) technologies manufactured the torque wrench for press, p/n (B)(4), lot 6970077, on po #(B)(4) for (B)(4) pieces dated (B)(6) 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2012 and to the synthes final inspection sheet #(B)(4). The parts were released to the (B)(4) on (B)(6) 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The torque wrench for press was made to the synthes drawing p/n (B)(4) released on (B)(6) 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the rod holder broke off during insertion of the mis matrix rod. No excessive force was used. The surgery could be completed without any delay, no patient harm was done an alternative instrument was used to complete the surgery. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): product investigation evaluation: evaluation 03.616.048 rod introducer - lot 6970077 due to an unknown cause, the tip of the rod holder broke off during insertion of the mis matrix rod. No excessive force was used. The surgery could be completed without any delay, no patient harm was done an alternative instrument was used to complete the surgery. Upon receipt, it was observed that the part has a jagged break on both sides at the tip; no fragments are with the complaint. There is a tape attached to the housing near the serial number. It cannot be determined what caused the break but the specifications of the material and dimension at the tip meet specification. Based on the evaluation, the failure condition is confirmed but is not considered to be related to manufacturing processes or materials. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.